Event description:
It was reported that the pt developed an ear infection approx two months after middle ear surgery. There are discharge in the ear and granulation of the tympanic membrane. Ther pt is experiencing performance issues. The pt is being treated for the infection.